Event description:
The manufacturer received information in voluntary medwatch mw5118368 alleging that patient's blood oxygen started dropping when on the machine and could not stay on the machine for more than a few minutes. Patient was taken to the hospital and told to prepare for end of life. Patient sent home and passed away. The manufacturer has been informed that the device is not available for evaluation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.